Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer for physical evaluation. An external visual inspection performed on the cycler showed that the serial number sticker on the top cover printing was faded. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. During a simulated treatment setup an m30 balloon valve leak warning was encountered. The internal inspection of the cycler showed indications of dried fluid within the recess of the bottom cover adjacent to the pump. There was fluid in the hp2 filter of the pump assembly. There were indications of dried fluid on the bottom cover. The cause of the encountered fluid and dried fluid could not be determined. A 2 hour 15 min post accelerated stress test (ast) was performed on the cycler and completed without failures. There were no fluid leaks in the test cassette. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. Fluid in the hp2 filter is related to the reported m31 air detected in cassette warning. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on 2019-04-20. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cycler set cassette exterior and in the pump module area of their cycler after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during an unknown dwell phase. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient reported an m30 balloon valve leak warning occurred prior. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information has been requested but to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cycler set cassette exterior and in the pump module area of their cycler after ending their pd treatment. The patient reported receiving an (B)(4) air detected in cassette alarm during an unknown dwell phase. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient reported an (B)(4) balloon valve leak warning occurred prior. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information has been requested but to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.